Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip would not release from the catheter. They had to tear the patient's tissue enable to remove the clip from the patient. The procedure was completed with another resolution 360 clip device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip would not release from the catheter. Block h10: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed and no activation was observed on the device. The locking tabs seemed to be well closed and the ball weld was detached from the control wire. Additionally, the bushing had an excess of material on both sides, and the excess material goes to the inside of the bushing. Functional evaluation was performed and it was found that there was no communication between the handle and the clip assembly. X-ray inspection confirmed that the ball weld was detached from the control wire. No other problems with the device were noted. The reported event of clip would not release from the catheter was confirmed. Investigation found that the bushing had burrs which can interfere on the device performance due to the location of the burrs. It was determined that the interaction between the yoke and the bushing during the procedure was directly affected by these burrs. It is most likely that following the sequence of events, the physician attempted to release the clip; however, the yoke was not able to make its way down to open the locking tabs due to the interference of this burr, but the force applied to make the release of the clip was enough to detach the control wire from the ball weld. However, this was not enough to let the yoke open the locking tabs of the clip assembly. Taking all available information into consideration, the most probable root cause of this event is manufacturing deficiency. The affected bushing is a unit that was manufactured using an old mold that was discontinued, and a new mold was qualified for the process. This new mold qualification included a burr verification per cavity and no burrs were detected. The new mold was implemented on february 9, 2022 and this unit was manufactured on december 8, 2021. Therefore, no further action is required. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as it was reported that the deployed clip was tear off the patient's tissue enable to remove the device from the patient which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip would not release from the catheter. They had to tear the patient's tissue enable to remove the clip from the patient. The procedure was completed with another resolution 360 clip device. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip would not release from the catheter. They had to tear the patient's tissue enable to remove the clip from the patient. The procedure was completed with another resolution 360 clip device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip would not release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed and no activation was observed on the device. The locking tabs seemed to be well closed and the ball weld was detached from the control wire. Additionally, the bushing had an excess of material on both sides, and the excess material goes to the inside of the bushing. Functional evaluation was performed and it was found that there was no communication between the handle and the clip assembly. X-ray inspection confirmed that the ball weld was detached from the control wire. No other problems with the device were noted. The reported event of clip would not release from the catheter was confirmed. Investigation found that the bushing had burrs which can interfere on the device performance due to the location of the burrs. It was determined that the interaction between the yoke and the bushing during the procedure was directly affected by these burrs. It is most likely that following the sequence of events, the physician attempted to release the clip; however, the yoke was not able to make its way down to open the locking tabs due to the interference of this burr, but the force applied to make the release of the clip was enough to detach the control wire from the ball weld. However, this was not enough to let the yoke open the locking tabs of the clip assembly. Taking all available information into consideration, the most probable root cause of this event is manufacturing deficiency. The affected bushing is a unit that was manufactured using an old mold that was discontinued, and a new mold was qualified for the process. This new mold qualification included a burr verification per cavity and no burrs were detected. The new mold was implemented on february 9, 2022 and this unit was manufactured on december 8, 2021. Therefore, no further action is required. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as it was reported that the deployed clip was tear off the patient's tissue enable to remove the device from the patient which is not describe in the instructions for use.